Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the iodine packet had burst in the foley tray.

Event description:
It was reported that the iodine packet had burst in the foley tray.

Manufacturer narrative:
The reported event was confirmed. Received 1 opened surestep foley tray system for evaluation. During the visual inspection, it was noted that the iodine package had a small cut in one side. The damage measured 0.136". The package presented a leak by this small cut and contaminated the tray. The root cause of the damage could not be determined. The damage could have occurred during handling or transportation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." 1267: "l" 2645: "nl".